Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that after inserting the mobi-c into the disc space, the set screw could not be removed from the peek cartridge during surgery. Another mobi-c implant was used to complete the procedure. No patient or surgical impact was reported. This is report two of two for this event.

Manufacturer narrative:
This medwatch is submitted to send the initial report about the inserter potential malfunction. Another report was submitted for the prothesis reference. The review of the device history records could not be performed as no information concerning the inserter information was provided yet . Attempts have been made to collect additional information concerning the reported event,no answer was received yet. Investigation is still in progress. Conclusion is not yet available. Device not returned.

Event description:
Mobi-c p&f us: screw was unable to be removed. A distributor reported on the complaint report that during a cervical surgery , the mobi-c prothesis screw couldn't be removed . Therefore , the surgeon decided to explant the entire implant and replaced it with another device of the same range and size. The surgeon used another inserter available in the set to complete the procedure. There was no patient impact , and a minor delay of 15 min. According to the reporter , the surgeon followed the surgical techniques. However , he believes that the surgeon probably turned the inserter knob counterclockwise ( not clockwise as recommended in the surgical techniques). Product will be returned for examination. Investigation still in progress.